Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.2. Two clasp was broken, and drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.2. Two clasp was broken, and drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer manually removed the pocket from drawer 6-2 and proceeded to swap out the drawer. After replacement, reconfigured the drawer in the main application. The fse cleaned the pockets and cleaned the debris from the broken cage and secured cables. The user tested the functionality and confirmed everything was working correctly. Ran tests using the hardware test application (hta), and all results were successful. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the reported condition of two broken clasps from pyxis drawer was confirmed by the fse. According to work order (wo) (B)(4) the field service engineer (fse) replaced the drawer 6.2 and reconfigured the drawer in main station. Operational verification was completed and confirmed that the equipment was functioning as expected. External visual inspection of the received assembly smart hh cubie drawer was conducted. It was observed that both retractor bands were bent and broken. Additionally, the retractor band cable was found dislodged and hanging loose from the pyxibus module controller. The returned hh cubie drawer was inspected and found to be significantly damaged, preventing functional testing for the reported issue of broken clasps. Both top and bottom drawers could be manually opened with considerable force due to damage from the retractor bands, and were extended beyond their normal range, exposing the controller boards. Inside, the cubie row board cables were disassembled and loose, while the bottom drawer showed a bearing retainer migrating out of the rail with missing ball bearings. Given the extent of the damage, functional testing could not be properly assessed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported broken clasps could not be determined. The returned drawer was received in a damaged condition by the dchu, and as a result, functional testing could not be performed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.2. Two clasp was broken, and drawer was failed to open. As per part investigation, it was determined that the cubie row board cables were found disassembled and loose within the drawer and the bottom drawer was observed with the bearing retainer migrating out of the drawer rail toward the rear. Ball bearings were missing from the retainer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.